Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment (slda) requiring intervention. It was reported that on 11-oct-2021 a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4. A xtw clip was successfully implanted reducing the mr to a grade of 1. On (B)(6) 2022 a secondary procedure was performed because the previously implanted clip had an slda and the mr increased to a grade of 4. An additional clip was implanted to stabilize the slda clip. The procedure was successful, and the mr was reduced to 2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported single leaflet device attachment (slda) appears to be related to challenging anatomy. The reported worsening mitral regurgitation (mr) was due to the slda. The reported patient effect of mr as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.